Manufacturer narrative:
Exact date unknown, event occurred few years ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 20740687.

Event description:
It was reported that the patient underwent an ipg and lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.